Event description:
Voluntary medwatch received states 3 shocks were delivered and intermittent under sensing was observed on the ventricular lead resulting in delay detection.

Manufacturer narrative:
Voluntary medwatch mw5179507.